Event description:
Nurse to room, due to low sats. Tubing that connects from flowmeter to hamilton heater noted to have kink due to design that requires tubing to lay straight up. Tubing changed by respiratory and manipulated to not kink. FDA safety report ID# (B)(4).